Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient was hospitalized due to pericardial effusion and pericardial tamponade shortly after the implantation. The problem could be solved with conservative treatment.